Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. (B)(4).

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the bronchus during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, the needle could be pushed through the device and fastened without any problems. When it came to puncturing the needle, the catheter could not be guided out of the device and therefore no puncture could take place. The examination was terminated, and they attempted to use the needle outside of the patient. It didn't work either. When they wanted to wash the ebus device, there was a large leak in the device. The two ebus scopes now had to be sent for repairs. The procedure was rescheduled. There were no patient complications reported as a result of this event.